Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was confirmed. Based on the results of the investigation, the reported event was caused by damage to the slit in the biopsy valve, but the root cause could not be identified. Based on the confirmation results of the reproduction test, inserting or removing the guide sheath or syringe at an angle may have placed stress on the slit section inside the biopsy valve, potentially causing its damage. IFU: the reported risk/harm are listed in the IFU. 9.5 inserting and withdrawing the endo-therapy accessories insert the endo-therapy accessory into the valve as straight as possible. Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
E1 - (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the single use biopsy valve part inside the biopsy valve was missing. There were no reports of patient harm.